Event description:
Caller reports he has a boston scientific pacemaker and on the (B)(6) 2020 during a doctor's visit he had 4 and 1/2 years of battery life left. He went back in 6 weeks on (B)(6) 2020 and he had 3 and 1/2 years of battery life. Caller is concerned about depletion of battery within 6 weeks, the battery had depleted a year. He notified manufacturer and experienced a lack of response from the manufacturer. Caller reports he is aware of device recall due to possible hydrogen exposure caused by battery leakage (recall # z325-2018). Caller alleges his surgeon spoke with the manufacturer about the battery issue and they advised they wait for the battery to run its course and then the device can be replaced. Caller has concerns especially with the current pandemic it might be difficult getting in when the battery depletes prematurely.